Manufacturer narrative:
Titan touch pump, and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tubing of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or 2. Abrasion was noted on the exhaust tubing of cylinder 2. The information received indicated that the device pump was no longer working, the tubing was twisted, and there was an inflation malfunction, but because no functional abnormalities were noted with the returned components, the complaints could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2021 due to the pump no longer working, twisted tubing, and an inflation malfunction.

Event description:
As reported to coloplast, though not verified, pump not working, tubing twisted, inflation malfunction. No other adverse patient effects were reported.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.